Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera and camera base for the navigation system were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The camera base was returned to the manufacturer for evaluation. Testing found that the network connector was bent, leading to fit issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The camera for the navigation system was returned to the manufacturer for evaluation. Testing found history of bump events on the unit as the storage temp being exceeded on multiple dates. It was noted that the camera failed accuracy assessment kit (aak) testing as well. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site was experiencing difficulty getting the camera to function. It was suspected that the issue was caused poor ethernet connection due to broken screws. There was no patient present when this issue was observed.